Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011: pt #: #1, inratio: 7.5, lab: 10.8; pt #: #2, inratio: 4.6, lab: 3.1; pt #: #3, inratio: 4.0, lab: 2.5. All testing occurred within one hour of one another per each pt. Pt therapeutic range is 2.0 - 3.0 for first pt; no other ranges were available.